Manufacturer narrative:
Initial reporter phone #: (B)(6). Investigation summary: it was reported the needle was blocked. As a sample was not returned, a thorough sample investigation could not be completed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a needle assembly with the plastic shield. At the bottom of the photo there is a packaging blister top web from "arrow." No other information could be obtained from the photo. A device history record review was completed for provided material number 305922, lot number 1354640. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed, and without the physical sample analysis a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd safetyglide¿ needles was blocked (clogged). The following information was provided by the initial reporter: needle blocked.